Event description:
During balloon support blood was noticed in the helium line, the balloon was pulled and replaced, later that evening blood was noticed in the helium line of the second balloon and when the balloon was pulled plaque was noticed in the folds of the balloon.